Manufacturer narrative:
Covidien cts reference# (B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.

Event description:
Customer reported that upon inserting the tube, there was an alarm: low minute volume. Customer reported they have inflated the balloon, the alarm kept running. Customer reported they have changed the pilot balloon without success; which brought them to change the tube. Customer reported there is a visible hole at the superior base of the balloon, where it is fixed to the tube. Customer confirmed that no fault was identified during pretesting efforts. The information provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no additional harm to the pt.